Event description:
Surgeon was performing an acetabular insert revision, from a standard insert to a hooded insert. While removing the standard insert, he disassociated the shell from the acetabulum. The shell had only been in the pt less than 2 months.